Manufacturer narrative:
Section h6 - health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of this document, ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had progressive right heart failure. This lead to cardiogenic shock with end-organ dysfunction. The ventricular assist device (vad) was decommissioned. The patient then passed away. The event was not device or therapy related. The device was functioning as intended. The device was not returned. An autopsy was not performed and would not be provided. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The right heart failure existed pre-lvad implant. The lvad exacerbated the right heart failure. The right heart failure was treated with a right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.